Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the programmer would not interrogate. It was found that the radiofrequency head connector on the circuit board was loose. The board was replaced and calibrated. Analysis could not confirm the comment regarding the black screen. It was indicated that the power cord bay door was broken and therefore the power cord bay assembly was replaced. It was also indicated that the display dropped and therefore the lower hinges were replaced. It was also indicated that the power supply was noisy and the system fan was noisy. These parts were replaced an the programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that the programmer experienced a black screen and would not interrogate some devices. The programmer was returned for repair. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.